Manufacturer narrative:
Continuation of d10: product ID: isd-5-pk (serial: (B)(6); implant date: n/a; explant date: n/a; product ID: isf-065-040 (lot: d058464); product type: ; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure involving an artisse device, there was oozing and a developing hematoma around the right femoral sheath vascular access site. Pressure was held for approximately 20 minutes while the catheter was in place, but this was unsuccessful and was associated with kinking of the guide sheath. The guide sheath was exchanged for an 8fr angioseal closure device and the right femoral puncture was closed, which achieved hemostasis and the event recovered/resolved the same day. The sponsor assessed this event as caused by the procedure, possibly related to antiplatelet therapy, and not related to the artisse. Post-procedure the patient experienced acute respiratory failure. They was extubated without immediate issue and appeared neurologically intact (speaking and following commands x4), and then suddenly stopped speaking and appeared to be in distress, developed shortness of breath, and her o2 saturation dropped to 70% without improvement. They were emergently reintubated in pacu. The anesthesia team thought it may be laryngospasm that caused it, but they were not certain. There was a small amount of blood in the airway with ett suctioning but nothing significant. The patient was then extubated the next day on (B)(6) 2026. On (B)(6) 2026, they had some bloody cough and secretions secondary to multiple intubations while on antiplatelet treatment. They failed swallow evaluation on (B)(6) 2026. On (B)(6) 2026, they posted out of the ICU. Note at discharge on (B)(6) 2026 that patient was slowly weaned off the ventilator. Speech was consulted and continued to follow the patient. The patient's diet slowly progressed. The patient was then transferred out of neuro ICU. Pain was well-controlled on oral pain medicine and tolerating a diet. The patient had no complaints and was ready for discharge home. The patient was still experiencing dysphagia as of on (B)(6) 2026. These issues were said to be recovered/resolved on (B)(6) 2026. The adverse event was not the result of a device deficiency. The site assessed the acute respiratory failure was as probably related to an underlying condition or disease, caused by the procedure, and not related to the artisse or antiplatelet medication. The sponsor assessed this adverse event as possibly related to underlying condition/disease, and not related to the artisse or antiplatelet regimen. The patient also had experienced headache on (B)(6) 2026. The patient was given 650mg of tylenol, and they recovered/resolved the same day with no other treatment. The patient believed it was due caffeine withdrawal. The headache was not the result of a device deficiency. The site and sponsor assessed them as possibly related to an underlying condition/disease, the procedure, the artisse device, and not related to antiplatelet medication. The patient's baseline mrs score was 1 with no significant disabilities and able to carry out all usual duties and activities. Parent artery stenosis was 0-5%. The placement of the artisse was said to be satisfactory. Ancillary devices include an infinity 088 guide catheter, sofia guide catheter, and rebar 18 microcatheter.